Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 60 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include sweating and being disorientated. Once at the hospital the patient was treated with intravenous fluids of saline and insulin. The patient was released from the hospital after 6-7 hours.